Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake linkage at the foot end of the stretcher was broken and all of the brake casters were worn. The technician used a brake/steer upgrade kit to repair the linkage and replaced the worn brake casters to repair the stretcher.